Event description:
It was reported to boston scientific corporation that an unknown boston scientific sling was used during an unknown procedure performed on (B)(6) 1999. The procedure was completed with this device. According to the complainant, she experienced urine leakage, interstitial cystitis and chronic uti. Elmiron was taken by the patient for the problem. Additional information (B)(6) 2013: the patient reported that following the implantation of the sling, she experienced persistence of the bladder leakage she had prior to the implant as well as pain and urinary tract infections (uti's). The patient followed up with a different physician due to the pain, and it was noted that there was tissue in-growth through the mesh, and it was decided that the mesh did not need to be removed at that time. An ultrasound was performed in an attempt to determine the type of sling implanted. Per the ultrasound, it is thought that it was not a plastic "removable" mesh the patient was diagnosed with interstitial cystitis and was prescribed elmiron to help with the pain. The patient reported she was experiencing bladder pain for two years prior to starting on elmiron, and that taking elmiron reduced the pain and helped her bladder to heal. For a period of time, she was taking a ¿double dose¿ of elmiron to manage her interstitial cystitis, but now she only takes elmiron ¿as needed¿ when she experiences pain. Currently, the patient still has bladder leakage, but reports she has experienced a reduction in her other symptoms.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(6).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that an unknown boston scientific sling was used during an unknown procedure performed on (B)(6) 1999. The procedure was completed with this device.according to the complainant, she experienced urine leakage, intersitital cystitis and chronic uti. Elmiron was taken by the patient for the problem.